Event description:
It was reported that a patient underwent a revision surgery approximately 1 year post implantation due to instability. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D6b: 2022. G2: foreign - australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery approximately 15 months post implantation due to instability.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b3; b4; b5; d6b; g3; g6; h1; h2; h3; h6. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.